Event description:
The pt was implanted with an ams sparc sling system. It was reported that the pt required add'l medical care and treatment and/or surgical intervention. It was also indicated that pt experienced mesh erosion, hardening, chronic pain and worsening urination leading to the need for add'l surgery.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.